Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 the patient was admitted with preoperative diagnosis of low back pain and bilateral lower extremity pain l4-l5/l5-s1, symptomatic lumbar disc degeneration, and lumbar spinal stenosis. The patient underwent certain lab tests. Impression: l4, l5 and s1 lumbar stenosis. Patient was to proceed with surgery without any significant problems. Will manage along with spine surgeon. Gastroesophageal reflux disease. This was stable. She will be on nexium. If cannot take p.o. She will get it IV. Depression. Currently it looks like she was doing much better. Affect was neutral to happy. No signs of active depression at this point. Allergic rhinitis was stable as well. Indication for operation: low back and bilateral lower extremity pain. L4-5, l5-s1 symptomatic lumbar disk degeneration. Lumbar spinal stenosis. Operation performed: pedicle screw instrumentation with legacy polyaxial screw fixation l4 to s1. Image guided surgical technique. L4-5, l5-s1 posterolateral fusion with local bone, rhbmp-2/acs bone morphogenic protein. L4-5, l5-s1 bilateral laminotomy and decompression. L4-5 interbody fusion with cage. Local bone, rhbmp-2/acs bone morphogenic protein, patellar structural allograft. L5-s1 interbody fusion with cage, local bone, rhbmp-2/acs bone morphogenic protein, patellar structural allograft. Intrathecal injection of morphine for postoperative analgesia. Per op notes: a small amount of distraction performed. Careful central lateral recess and foraminal decompression was accomplished with loupe magnification and headlight illumination and a substantial stenosis addressed the left l5 inferior facet and left s1 superior facet was resected with a leksell and kerrison rongeur. The l5 nerve was identified and axilla of the l5 nerve was dissected and the epidural veins were controlled with bipolar cautery, posterolateral annulus was resected with angled osteotome. Interior of the disk was entered. It was markedly degenerated. A very thorough diskectomy was carried out with a variety of pituitary rongeurs and curettes. Interbody spreader was placed and disk height was restored to 10 mm and maintained with a right sided rod and left sided distraction ensemble. Endplates were smoothed off with an angled osteotome preserving subchondral bone, interbody devices were placed placing a right 10 x 20 mm cage, left patellar structural allograft with the space between being packed with two sponges of rhbmp-2/acs bone morphogenic protein and a large amount of local bone finely morcellized. (B)(6) 2009 the patient presented for follow up. The patient complained of pain in low back, left buttock and left leg pain, numbness and tingling in the left lower extremity. The pain was exacerbated by activity/movement. The patient underwent x-rays test to identify the fusion. Impression: functional diagnosis: back pain, lumbar. Cervicalgia-headaches. Structural diagnosis: status post transforaminal lumbar interbody fusion l4-s 1. "Status post acdf c57." Comorbidity diagnosis: long term use of narcotic drugs. (B)(6) 2009 the patient presented for follow up. The patient complained of pain in low back, left buttock and left leg pain, numbness and tingling in the left lower extremity. Review of systems: musculoskeletal: back and muscle pain. A CT scan of the lumbar spine was performed. X-rays were reviewed. Impression: functional diagnosis: back and left leg pain. Structural diagnosis: status post tlif l4-s1. Status post acdf c5-c7. (B)(6) 2010 the patient presented for follow up for pain management and carpal tunnel symptoms. (B)(6) 2010 the patient presented for follow up, med check/refill. The patient also complaint of continued back pain and also insomnia. (B)(6) 2010 the patient presented for follow up with chronic pain. (B)(6) 2010 the patient presented with the complaint of urinary tract infection. (B)(6) 2010 the patient presented with the complaint of burning during urination and hematuria. (B)(6) 2010 the patient presented with the complaint of continued back and neck pain. (B)(6) 2010 the patient presented for a follow up visit with complaints of nausea, fatigue and crawling sensation in her skin. (B)(6) 2011 the patient presented with increasing chronic neck and low back pain. (B)(6) 2012 the patient presented for a physical test. (B)(6) 2012 the patient presented with chronic back pain and fatigue. (B)(6) 2013 the patient presented with low back pain with bilateral leg pains. The patient underwent x-ray of the lumbosacral spine. Functional diagnosis: low back pain, pain in limb. Structural diagnosis: lumbar disc degeneration l3-l4. Lumbar facet syndrome possible. History of lumbar arthrodesis- status post lumbar fusion l4-s1-well healed-solid.